Event description:
Customer reported that the paramedics were called due to low blood glucose readings. Customer stated that she refused to go to the hospital and when the paramedics left she crashed again. The paramedics were called back and the customer was taken to the hospital. Customer's blood glucose readings at the time of the hospitalization were 24 mg/dl. Customer also stated that she does not feel the issue was with the insulin pump. Customer also mentioned having difficulties screwing the battery cap on the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.